Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated, that her blood glucose is elevated to 481 mg/dl. She stated that the her normal blood glucose range is below 160 mg/dl. She stated, that the elevated blood glucose is causing her feet to hurt. She stated, that she has been receiving e4 (occlusion) errors, when she attempts to bolus. To troubleshoot, the patient was instructed to disconnect from her infusion site and to bolus. The patient was able to complete this without error. The patient was then advised to change her infusion site and she stated that the cannula was kinked, when she removed it from her body. After changing her infusion site, she was able to perform a 0.5 unit bolus without error to lower her blood glucose. Further attempts to contact the patient for follow up were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.